Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to unable to inflate. It was noted the patient had no history of trauma, no pain, and no urinary issues. Deflated cylinders and empty pump were found during physician examination. Ultrasound was performed and it was found that the cylinders were normal and pump and reservoir were empty. A transverse cut over the tube exiting from the pump to the reservoir with no fluid in the pump was found during the replacement surgery.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump. This is a site of leakage. A failure of the pump fill test, back pressure test, and inlet valve test were noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. Abrasion was noted on the exhaust tube of cylinder 1 near the strain relief. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with cylinder 2. A failure of the lockout valve seating was noted with the reservoir as valve failed to seat properly. It was determined that foreign material was noted in seat component of the reservoir lockout valve. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing near the strain relief. A separation of this type could then allow the loss of fluid, making the device inoperable. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted reservoir lockout valve seating resulted in the failure of the reservoir lockout valve seating test. In addition, the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the pump fill test, back pressure test, and inlet valve test. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.